Event description:
Customer reported a faulty power control board. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power control board. System is operating as intended.